Manufacturer narrative:
We checked the returned unit and confirmed that the angle wire cut. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the remote control buttons perforated, the distal body worn out, the nozzle gluing discolored, the suction channel kink, the ccd module pixels, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail to pai as gfe, no response has been obtained, therefore we could not deny the possibility of the angle wire was j-stuck into human body. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.